Event description:
It was reported that the implantable pulse generator (ipg) of a spinal cord system exhibited difficulties to charge that progressively worsened over months. As a result, the patient underwent an explant procedure to replace the ipg. The patient recovered without additional adverse effects. The device will not be returned due to facility policy.